Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was in the hospital and they want to make sure the insulin pump is turned off. The caller stated that the customer had a diabetic reaction, but they were not sure if the event was related to the device. It was stated that the customer was in a scooter accident and was having a surgical procedure at time of call. Assisted the nurse to turn off the device and advised her that the infusion set should be changed every two to three days. No further information was provided.